Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and was conducted on the returned device. The returned product determined that it was received one open sample that pertain to the product code sxpp1a406. During the visual assessment of the needle suture, the suture was examined, body fluids and damage at some barbs were noted and both sides of the fixation tab were broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab/stopper, barbs and core is present and complete during manufacturing. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following caution: to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab or device. Moving toward the apex of the incision, take a pass in the intact tissue perpendicular to the initial pass to lock the stitch. Multiple passes are acceptable. Pull gently on the device to take up any slack. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - (B)(6). Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. Events reported via: 2210968-2023-05700.

Event description:
It was reported that a patient underwent an arthroplasty procedure on (B)(6) 2023 and barbed suture was used. During the procedure, it was reported that the fixation feature had been detached before using on patient during surgery. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. During the visual assessment of the returned needle suture, the suture was examined, body fluids and damage at some barbs were noted and one side of the fixation tab were broken. No adverse patient consequences were reported. Additional information was requested.